Manufacturer narrative:
On 5/2/19, a manufacturing record evaluation (mre) was performed for the finished device number 239742, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a saline mentor smooth round moderate profile 300cc, catalog number 3501640, lot number 264648, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 300cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.